Manufacturer narrative:
Device was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test, and displacement test due to no button response. No moisture damage was found on the motor and force sensor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad was unresponsive. The customer¿s blood glucose level was 106 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The insulin pump will not be returned for analysis.